Manufacturer narrative:
Other applicable components are: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was received from the patient mentioning multiple issues, but it was noted that they had to disconnect the call before questioning was complete as the patient was checking into the hospital. The patient stated that they needed to order a new lithium battery for their remote (patient controller). The patient stated that they met with the local representative (rep) a couple of weeks ago who suggested that the patient call in for a battery replacement. It was asked what the issue was with the patient controller battery and the patient stated that the ¿charger wasn¿t charging correctly¿. It was clarified that the patient controller wasn¿t charging from the ac source and the patient controller was not charging the implant correctly. The patient stated that the patient controller screen had gone blank and froze a couple of times with the ¿call manufacture¿ screen and the patient/rep was able to remove the lithium pack and reinsert it to resolve the issue. The patient confirmed that the patient controller was currently not frozen. It was reviewed that the patient should copy down the screen information if possible when the patient controller freezes. The patient then mentioned that they were checking into the hospital at the time of the call to have their ¿battery¿ repositioned. The patient mentioned that the ins was implanted in their breast and it had dropped/feel out of the pocket and was poking through their skin. The patient indicated that the issue occurred last month and then they had to disconnect the call. The patient was redirected to follow-up with their healthcare provider (hcp) regarding their pocket issue. The patient would call back when they had time to deal with their patient controller issue. It was reported that the patient controller freezing/ ¿call manufacture¿ screen/blank screen issue and ins pocket issue began in (B)(6) 2017. Patient services was unable to collect the event date of the ins and patient controller not charging properly. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had to get off the phone call last week because she was on her way to the hospital to have repositioning surgery and on 2018 (B)(6) ¿the battery dropped out of the breast pocket that it was placed in, so the doctor had to go back in and tuck it in again. And he did that, but now it¿s wrapped around breast tissue or something that¿s causing me a great deal of pain both at the breast site, both in the arm and chest and, and all kinds of crazy stuff going on.¿ the patient reported that ¿this is going to be the third surgery in a row that I¿ve had that is still not comfortable in my breast. Up to this point I guess he¿s gotten lucky because I¿ve had 5 surgeries between replacing batteries or changing companies or whatever the heck I¿ve had that has not caused immediate pain in per-se in reference to the breast tissue itself. It¿s caused pain on the skin and been uncomfortable, but this hurts when I move my arm, anything touching it. I can¿t wear a bra currently because the nerve was wrapped around or whatever was going on and causing me a great deal of pain and I¿m at my wits end trying to figure out how to resolve the problem.¿ the patient reported that ¿at this point I¿ve gone under the knife so many freaking times including problems with you guy. The last time I had it put in one of the entire lead completely shorted out, there¿s charring inside where the electrode plugs in, there¿s charring all along the entire lead and I had to have surgery because of that. That¿s not my problem it¿s yours. At this point, I¿m ready to just pull out, get a lawyer and get our money back. I can¿t keep having surgery trying to get this right.¿ no further complications were reported.